Event description:
In 2007, the distributor reported that during surgery the connecting part of the extender sleeve broke when the screw was upheld using the sleeve based forceps reducer and the counter torque reduction tube end. The missing part of the extender sleeve could not be seen on x-ray. The portion of the device was left in the pt. There was a 30 minute surgical delay. There was no report of pt injury.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.